Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected: d4 (serial), h3. Pump suction: the root cause of the pump suction was most likely biomaterial ingestion likely due to low acts based on the provided clinical details, returned product investigation, and data log analysis.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction/low flows that were not resolved by any fluid delivery or p level adjustment. The pump was explanted and replaced by an intra aocrti balloon pump.